Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the hospital due to inappropriate shocks. The event date is unknown. It was discovered this rv lead had dislodged. Per chest x ray the rv lead dislodged due to twiddlers syndrome. The system was extracted on (B)(6) 2017 because the physician was not sure the patient needed the system. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.